Event description:
It was reported that the neurostimulator (ins) was implanted. Intraoperatively, the ins was checked. Initially, they were unable to obtain telemetry despite turning off the c-arm and the electrocautery. A different programmer was tried with the same problems. When telemetry was obtained, it was noted that the impedances read greater than 2000 ohms. A new ins was implanted. No problems were noted with the new ins. The pt recovered without sequela.

Manufacturer narrative:
The neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.